Event description:
It was reported that after charging, the ilet displayed a blank screen with the indicator light on, and the screen was not readable or responsive; the device showed no physical damage and the user confirmed backup therapy availability. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a display readability issue associated with the touchscreen, with ambient light conditions identified as a contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. The patient was advised on shutdown procedures and data syncing prior to return.

Manufacturer narrative:
Initial.